Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that there have been breakages of universal ii osteosynthesis short and long plates.

Event description:
No new information.

Manufacturer narrative:
Additional information: h6. The reported event could not be confirmed as post op cts and clinical records were not provided, nor were the devices returned for evaluation. Additional details about the event, including catalog numbers and adverse consequences, could not be obtained from the surgeon, and a database search showed no similar intraoperative plate breakages reported in the country over the past three years. Due to the limited information, no further investigation can be conducted at this time. Based on statistical evaluation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.